Manufacturer narrative:
Patient identifier of multiple is 3 patient ids: (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete. H3 other text : an evaluation is in process.

Event description:
The account generated falsely elevated architect glucose results on 3 patient samples processed on the architect c4000 analyzer. ID (B)(6) generated architect glucose of 223 mg/dl that repeated 77 mg/dl. ID (B)(6) generated architect glucose of 384 mg/dl that repeated 74 mg/dl. ID (B)(6) generated architect glucose 219 mg/dl that repeated 98 mg/dl. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The glucose reagent package insert provides information on reagent handling, and how it could impact results. Section 7 of the architect system operations manual, under operational precautions and limitations provides guidance for assay results in regards to symptoms, other test results, clinical impressions and other diagnostic procedures that must be considered for patient care management. Section 5 provides information and guidelines for maintaining optimal system performance, and section 10 provides probable causes and corrective actions for erratic results, poor precision and error codes. There were no other similar complaints with discrepant results identified for this reagent lot. There were no adverse trends identified. No systemic issue or product deficiency was identified.